Event description:
It was reported that pump touchscreen was cracked or shattered and caller was unable to continue troubleshooting because pump was not physically available. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event and no corrective actions were documented at this time.